Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI # (B)(4). No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the value was set to 0 cmh2o, the unit displayed a value of -1.04 cmh2o. The fse replaced the data acquisition board and the issue was resolved. The fse also replaced the battery, cooling fan, oxygen filter, blower assembly, tubing kit and air inlet filter as part of preventative maintenance. The unit was tested and deemed fully functional.

Event description:
It was reported that the unit failed pressure accuracy testing. There was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 17may2019, date of report : 28may2019. The data acquisition (da) pcba was returned for failure analysis. A visual inspection revealed no evidence of damage or contamination. The da pcba was tested and no failures were identified.. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.